Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an stenting procedure of a (B)(6) male patient (patient weight is unknown). During the procedure, the guidewire exited (punctured) through the catheter sheath. The stent was unable to be deployed. The procedure was completed with another rapid exchange biliary stent system. Several unsuccessful attempts have been made to obtain additional information. If additional relevant information is received regarding this event, an supplemental medwatch will be submitted.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an stenting procedure of a (B)(6) male patient (patient weight is unknown). During the procedure, the guidewire exited (punctured) through the catheter sheath. The stent was unable to be deployed. The procedure was completed with another rapid exchange biliary stent system. Several unsuccessful attempts have been made to obtain additional information. If additional relevant information is received regarding this event, an supplemental medwatch will be submitted.

Manufacturer narrative:
A visual evaluation of the returned device revealed the pull wire was kinked/coiled and pushed out of the ramp window. The pull wire was bent at the proximal end near the handle. The blue sleeve at the proximal end of the push catheter was slightly kinked. The proximal end of the guide catheter was kinked. The proximal and distal tips of the stent were found collapsed/deformed. The push catheter was not broken in any location. A functional evaluation revealed a 0.035" guide wire exited the ramp window with minimum resistance. The handle was actuated but did not function (extend and retract) the guide catheter smoothly due to the kink observed on the pullwire assembly. Based on the condition of the device and the details of the event, the root cause could not be determined since the event description, product analysis and additional notes do not provide sufficient information to conclude a probable root cause for the complaint. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.